Manufacturer narrative:
The manufacturer initiated an investigation and attempted follow-up with the reporting healthcare professionals on three occasions. No additional information was received. A device history review could not be performed due to lack of lot number. The reported failure mode is already addressed in the product's risk assessment and listed in the instructions for use. The observed complaint rate remains consistent with the estimated probability for this failure mode. No updates to labeling or risk documentation are required at this time.

Event description:
On july 21, 2025, the manufacturer received a report from a healthcare professional regarding a patient who underwent an uneventful c3-c4 anterior cervical discectomy and fusion (acdf) using ifactor putty. Postoperatively, the patient developed a clear fluid collection or seroma, which required urgent incision and drainage (I&d). The reporter noted that the anterior drain may have been poorly positioned or nonfunctional. No additional clinical details or patient outcome information were provided at the time of the report, nor were they available upon follow-up.